Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple occlusion alerts when attempting a meal announcement while using an inset 23", 6 mm infusion set, with insulin observed dripping from the disconnected tubing and no visible kinks or leaks; the issue resolved only after changing supplies, and hyperglycemia occurred with a reported maximum blood glucose of 350 mg/dl lasting a couple of hours while the user was taking steroids. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no assisted care, and no immediate health effects such as loss of consciousness or dka. Investigation included device-use troubleshooting and education regarding occlusion alerts and infusion set replacement. Investigation of this case revealed an insulin delivery interruption consistent with an infusion set occlusion that resolved after supply change, with concurrent steroid use potentially contributing to persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion with user-specific physiological factors, including steroid therapy, contributing to elevated glucose.